Event description:
It was reported that during a da vinci procedure, a plastic piece that broke in the insulator broke off. Insulator says gas apply not connected. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. No further clinical information was provided regarding the prograsp forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was returned without stating a specific issue with the instrument. Failure analysis investigations found that the instrument grip cable was derailed at the distal clevis hub. The yaw pulley motion was non-intuitive as a result. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument main tube had scratch marks/ abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damages were found on the instrument. The reported complaint does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the damage to the main tube with light material removal found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.